Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display is faulty. The customer can barely ready measures from the screen. No alarm or error message available. The device still can enter into monitoring activities but values won't be accessible to user. There was no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. Visual examination revealed minor scratching in display glass. During evaluation the unit display can reproduce text and graphics but the image is completely corrupted. The main lcd was found to be defective. The lcd was replaced and the unit functioned as designed.